Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger faults) was confirmed. As received, the charger was unable to charge a battery. Upon investigation, the q4 transistor was shorted on the bedside board, causing the inability to charge and faults. The cause of the shorted component was unable to be positively identified. No adverse event resulted from the shorted component. The patient was issued a replacement charger/modem.

Event description:
The download data for a (B)(6) female pt revealed several battery charger faults. Zoll customer support contacted the pt and issued her a replacement charger/modem.